Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion priming and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and shifted end cap sticker. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 41 mg/dl. Customer advised they were unconscious and their sister could not get them to wake up. Paramedics arrived and customer was hospitalized as a result of low blood glucose levels. Troubleshooting for low blood glucose was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The additional information has been provided with this report.the insulin pump passed the delivery volume accuracy test.